Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device was explanted for medical reasons. The company was informed that the explanted device was discarded and will not be returned to the company. A review of device history records was completed and no anomalies were noted. This is the final report.

Event description:
The company was informed that the patient's device was explanted due to siderosis.